Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a thrombectomy procedure on a male patient, the tip broke off from a 6fr kmp catheter and became lodged in a brachial artery. The physician could not get it out. The facility requested an ambulance for the patient to be sent to a hospital where the tip was removed with a snare. The patient's anatomy was in a relatively acute arterial anastomosis angle. At this time, the patient has not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a functional test along with a review of the complaint history, device history record, drawings, instructions for use (IFU), quality control and a visual examination of the returned products was conducted during the investigation. One used device and 11 sealed, unused devices from the same lot number were returned for investigation. A visual inspection of the used device (only the shaft was returned) indicated that the catheter shaft was not tapered per the manufacturing instructions. The unused devices when examined indicated either a very short taper or no taper. The distal tip on devices with no apparent taper split circumferentially when bent just distal to the bond area. When looked at under magnification the outer nylon material appeared to be very thin. Based on the evaluation of the devices received, it is possible that the catheters were not manufactured correctly. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During a thrombectomy procedure on a male patient, the tip broke off from a 6fr kmp catheter and became lodged in a brachial artery. The physician was unable to remove it so the facility requested an ambulance for the patient to be sent to a hospital where the tip was removed with a snare. The patient's anatomy was in a relatively acute arterial anastomosis angle. At this time, the patient has not experienced any adverse effects due to this occurrence.